Manufacturer narrative:
The customer returned the reported glidescope spectrum smart cable to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported failure. When connecting the customer's smart cable to known, good, test verathon equipment, the smart cable did not allow the test monitor to detect the imaging device. The test monitor display intermittently filled with green static. The camera image quality test was performed and failed. Upon completion of the evaluation, the reported glidescope spectrum smart cable was scrapped as there are currently no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would intermittently disappear when the smart cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.